Manufacturer narrative:
A surgeon reported an infection after performing a lower lumbar surgical procedure on a newborn that involved the use of duraseal. The application of duraseal in a spine procedure and in a pediatric patient are both considered to be off-label uses of the device. The IFU provided with duraseal includes a contraindication "do not apply the durasel hydrogel to confined bony structures where nerves are present" and precaution "do not use in patients under 18 years of age". The company routinely provides training to field personnel reinforcing the approved indication for use and the contraindications and precautions stated in the instructions for use. The surgeon did not attribute the infection to the use of duraseal. The company routinely provides training to field personnel reinforcing the approved indication for use and the contraindications and precautions stated in the instructions for use. Bench-top testing has shown that duraseal does not support microbial growth.

Event description:
A surgeon at medical center, reported an infection after performing a lower lumbar surgical procedure on a newborn that involved the use of duraseal. Eight days following the procedure, incision became infected. Antibiotics were administered and incision was oversewn twice. Per standard method of care, the incision was reopened, cleaned, and closed. The patient recovered without further incident.